Event description:
The dexcom g7 is super inaccurate. It could lead to life threatening harm of low or high blood sugar. My blood sugar was 94 and it was reported to be 41. Then it dropped down to low (unable to read because the values are too low).